Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(4)) had no power was confirmed during functional testing. The root cause of the reported complaint was due to defective power supply, likely due to a defective component. During visual inspection, a prime cover was peeled off. The root cause was due to mishandling. The white roller was worn out. The root cause was due to wear and tear. In addition, saline was spilled in air trap and saline was observed on the drip pan. The root cause was due to mishandling. These observations are not related to the reported complaint. The event log was reviewed and no errors or issues was observed. During functional testing, the thermogard xp ivtm system had no power, thus confirming the reported complaint. After replacing the power supply, prime cover and white rollers; the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During set-up, the thermogard console (sn (B)(4)) was unable to power on. No patient involvement.